Manufacturer narrative:
Findings: unit received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, cracked reservoir tube and missing reservoir tube o-ring.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the battery compartment is chipped. Customer stated that she ran over her pump with her power wheel chair. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.